Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and an obturator sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion,the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - mesh exposure/extrusion/protrusion. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06294. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent a mesh revision on (B)(6) 2008. On (B)(6) 2012 patient underwent a mesh revision.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on (B)(6) 2012 due to vaginal mesh erosion and cystotomy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat uterine prolapse, cystocele, rectocele, enterocele, and stress urinary incontinence and mesh was implanted. It was reported that at the time of mesh implantation the patient underwent the concurrent procedures of lavh with bso, a and p colporrhaphy with a vaginal/paravaginal cystocele repair, and vaginal repair of enterocele.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh-bso and cystocele repair; due to stress urinary incontinence. The patient underwent excision of mesh on (B)(6) 2008 due to mesh erosion.